Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction internal fixation (orif) for pelvis was performed on (B)(6) 2015. On an unknown date the patient heard the plate pop when he was rolling out of bed. On (B)(6) 2015 one broken plate and one intact plate and unknown intact cortex screws were explanted. All broken fragments were retrieved. Patient was revised with two plates and cortex screws. No surgical delay was reported, procedure was successfully completed. This report is for 1 of 1 complaint (B)(4).